Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. As received, the j1 battery connector was burned indicating a pcb shortage. The cause for the damage was isolated to a shorted 12 v power supply on the computer/analog pca, resulting in high-voltage damaging low-voltage circuitry. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the damaged monitor.